Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False positive result (s). Customer initially got covid (B)(6) 2023 then tested negative but said she was reinfected (B)(6) 2024 and has been testing since (B)(6). Since that time she has about 20 positive flowflex tests. She reported she does have long covid but when she took a pcr test recently it tested negative but the flowflex continues to read positive. She has used multiple lots and has included pictures. Her boyfriend has also tested but he comes up negative on the same kits.

Manufacturer narrative:
Batch records for final product manufacture and qc records for cov3080002, cov3090011, and cov3090020 were reviewed. No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. Please see the cpus231038 attachment for the results of cov3080002, the cpus240153 attachment for the results of cov3090011 and the cpus240527 attachment for the results of cov3090020. The test results of retention samples from cov3080002, cov3090011 and cov3090020 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. Investigation. The following fields are updated: b4, "date of this report" - date of follow-up report. G6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation" h6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation. Conclusions" are added per investigation. H10 "additional narrative/data" - added manufacturer's narrative.

Event description:
False positive result (s). Customer initially got covid dec. 2023 then tested negative but said she was reinfected feb. Of 2024 and has been testing since feb. Since that time she has about 20 positive flowflex tests. She reported she does have long covid but when she took a pcr test recently it tested negative but the flowflex continues to read positive. She has used multiple lots and has included pictures. Her boyfriend has also tested but he comes up negative on the same kits.